Event description:
It was reported that the customer received a button error alarm on the insulin pump and some of the buttons were not working. Customer's blood glucose was 83 mg/dl. It was also stated an unexpected restart alarm was recurring during normal insulin pump use. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.